Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was 600 mg/dl at the time of admission. The customer stated they were nauseous, vomiting, and had back pains prior to being hospitalized. Customer stated they were diagnosed with heart failure and fluids in their lungs as the cause of their symptoms. The customer also reported receiving several no delivery alarms on their insulin pump. Troubleshooting found the insulin pump failed the high pressure test twice. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.